Event description:
The pt reportedly experienced loss of sound followed by loss of lock with the external equipment and internal device. External equipment was exchanged, however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.